Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. Based on the information received, the results were inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.

Event description:
It was reported during deployment of the filter, one of the filter legs became stuck at the end of the sheath. The doctor was able to deploy the filter after a great deal of manipulation; however placement was suboptimal and the filter ended up 3-4 cm below the renals, right above the bifurcation. The intended site of placement was the apex of the filter at the renal veins. There are no plans for intervention. There was no patient injury reported.